Manufacturer narrative:
Model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number: 20080408; model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the lead incision site. Symptom of pain at the site was noted. It was also mentioned that the recovery of implant was complicated by (B)(6) infection of hardware and symptoms were slow to improve despite multiple rounds of antibiotics. The infection was not device or procedure related. The patient underwent an explant procedure.